Manufacturer narrative:
(B)(4).

Event description:
It was reported that healing cap screw was broken and a portion of the screw was left in the implant at site number 4. Attempted to remove screw piece multiple times with no success, delay in restoring the implant. Patient will need to return to remove the fragment an restore implant. Grafting placed prior to placement

Manufacturer narrative:
The heal collar 3.5x3.5, 3mm (hc333) and imp,tsv,3.7,8,mtx,mg (tsvtb8) were not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 4 (universal) and used for approximately 8 months. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. Appropriate documentation was reviewed. DHR review was completed for the subject lot numbers 63786445 & 1226102. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (63786445 & 1226102) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative h3 other text : device not returned.

Event description:
No further event information available at the time of this report.